Event description:
During preventative maintenance (pm), the autopulse platform (B)(6) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm), the autopulse platform (B)(6) passed the preliminary functional testing but failed the load cell characterization test. The root cause of the noted issue was the malfunctioning load cell #2, likely attributed to failed component(s), or mishandling such as a drop. Both platform's load cells were replaced in (B)(6) 2022 during servicing at zoll. The failed load cell #2 was replaced to remedy the fault. Visual inspection of the autopulse platform did not show any apparent physical damage. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).